Manufacturer narrative:
Event date: (B)(6) 2018. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported battery contact failure.there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 19nov2018. Date rec'd by MFR: 15nov2018. Philip's international service technician checked the lithium-ion battery connection and confirmed there was no abnormality. The service technician checked the unit overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.